Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the fiber loop broke after inserting the ar-8825bc-1 anchor. The broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 1-oct-25 more information was provided that clarifies the event, which occurred during a hand ligament reconstruction surgery. The suture broke inside the patient. And the ar-8825bc was used to push the ar-7229-20-1 inside the hole.